Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during an akin osteotomy surgical procedure for hallux valgus, the kirschner wire broke off in the pt's bone when the surgeon was placing the screw. The broken fragment was recovered during the procedure and there was no adverse outcome for the pt.